Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Clinical diabetes specialist viewed pump history and indicated that the pump functioned as intended; however, the customer maintained that the pump did not function as intended. Additionally, it was reported that the customer went to the emergency room, and was subsequently hospitalized for one night. Additional information was not provided. Multiple attempts were made to follow up with the customer on the reported issues, however, a response was not received.